Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn and broken. (B)(4).

Event description:
The reporter indicated that the surgeon implanted 12.6 mm vicmo12.6, -18.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to lens dislocation/subluxation. The lens was exchanged for a longer lens and the problem was resolved.